Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus and air bubbles anomaly noted during testing. Device passed all operating currents tested within the specific range and passed off no power test. Device passed the delivery accuracy test. Device received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a possible under delivery anomaly. The customer¿s blood glucose was constantly high, and they would keep increasing the amount of insulin. They delivered a bolus of 4 units but only saw a bubble in the tubing. The customer's blood glucose level was 208 mg/dl at the time of the incident. Troubleshooting was performed. The customer had already changed the infusion and reservoir set but was still having the same problem. There were no alarms on the insulin pump. Additionally, the customer reported that the act button was getting harder to push. Time was moving on the insulin pump. The insulin pump will be returned for analysis.